Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with helix retracted and clogged with blood/tissue. X-ray examination showed overtorqued inner coil consistent with procedural damage. After cleaning, helix could be extended and retracted by applying torque to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event is isolated to the helix being clogged with blood/tissue and overtorqued inner coil. Visual inspection of the lead did not reveal any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the right atrial (ra) lead was unable to be fixated properly due to the helix not extending properly into the tissue. The ra lead had to be repositioned several times due to the lead dislodging from the original position. The ra lead was explanted and replaced to resolve the event and the patient was stable.